Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon delivery, the seal of the faradrive steerable sheath clear was compromised. Both the exterior and interior packaging were damaged, rendering the device non-sterile. Photos were provided to document the issue. A replacement was required, and the device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath upon delivery, presented the seal compromised. Exterior and interior packaging were damaged. Device no longer sterile, photos were provided to prove the event. A replacement was required. The device was returned.

Manufacturer narrative:
Device evaluated by MFR: upon receipt at boston scientifics post market laboratory, the faradrive sheath packaging underwent visual inspection. Inspection of the packaging identified puncture-like damage on the external packaging and the internal sterile packaging, confirming the reported event. It is likely the package sustained damage during the storage or delivery of this package.